Event description:
It was reported that the patient presented to a implant procedure. During the procedure, the right ventricular lead's tip could not be raised enough to go through the tricuspid valve. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The lead was returned due to an inability implant to implant as it could not go through the patient's tricuspid valve. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.